Event description:
Description of event according to study: (B)(4): zenith alpha thoracic post market retrospective study). Type 1a and 3c endoleaks were reported on the 6-month follow-up imaging. On (B)(6) 2023, the patient was emergently treated for contained rupture of a fusiform thoracic aortic aneurysm with placement of a zta-pt-38-34-167 (proximal), a zta-pt-36-32-209 (distal), and 14 other non-study devices. Procedure imaging showed no endoleaks. On (B)(6) 2023, a celiac stent was placed as a staged procedure. On (B)(6) 2023, a secondary intervention was performed to evacuate a hematoma at the right brachial access site. On (B)(6) 2024, the 6-month follow-up imaging revealed a type 1a and a type 3c endoleak. No secondary intervention was preformed to treat the endoleaks.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2023, the patient was emergently treated for contained rupture of a fusiform thoracic aortic aneurysm with placement of a zta-pt-38-34-167 (proximal) (complaint device), a zta-pt-36-32-209 (distal), a tbranch-34-18-202 and 13 other non-study devices. Devices were implanted from zone 4 to below celiac artery. Procedure imaging showed no endoleaks. Localized angle of segments of aorta into which deployment of the devices were implanted was reported to be more than 45 degrees. Diameter of the proximal neck was reported to be 28-30mm. On (B)(6) 2023, a celiac stent was placed as a staged procedure. On (B)(6) 2023, a secondary intervention was performed to evacuate a hematoma at the right brachial access site. On (B)(6) 2024, the 6-month follow-up imaging revealed a type 1a and a type 3c endoleak. No secondary intervention was preformed to treat the endoleaks. This complaint addresses the type 1a endoleak. Review of the device history record gave no indication of the device being produced out of specification. This complaint includes retrospective data. No imaging was provided for the investigation. Based on the provided information, it is likely that patient anatomy and inadequate sizing of the stent graft in relation to aorta diameter contributed to the reported type 1a endoleak. According to the IFU (instructions for use), the proximal and the distal ends of the device should be landed in parallel aortic neck segments without acute angulation (> 45 degrees) to ensure fixation and seal. Furthermore, according to device diameter sizing guidelines, intended aortic vessel diameter of 28-30 mm should be treated with device diameter of 32-34mm. Inadequate sizing increases risks of graft complications, migration and endoleak. It is noted that zta devices are used for treatment of contained rupture, which is outside of intended use for this type pf device. This assessed not to be related to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA as endoleak type 1a was removed. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On 16nov2023, the patient was emergently treated for contained rupture of a fusiform thoracic aortic aneurysm with placement of a zta-pt-38-34-167 (proximal) (complaint device), a zta-pt-36-32-209 (distal), a tbranch-34-18-202 and 13 other non-study devices. Devices were implanted from zone 4 to below celiac artery. Procedure imaging showed no endoleaks. Localized angle of segments of aorta into which deployment of the devices were implanted was reported to be more than 45 degrees. Diameter of the proximal neck was reported to be 28-30mm. On (B)(6) 2023, a celiac stent was placed as a staged procedure. On (B)(6) 2023, a secondary intervention was performed to evacuate a hematoma at the right brachial access site. On (B)(6) 2024, the 6-month follow-up imaging revealed a type 1a and a type 3c endoleak (related complaint). No secondary intervention was preformed to treat the endoleaks. This complaint addresses the type 1a endoleak. Review of the device history record gave no indication of the device being produced out of specification. This complaint includes retrospective data. No imaging was provided for the investigation. Based on the provided information, it is likely that patient anatomy and inadequate sizing of the stent graft in relation to aorta diameter contributed to the reported type 1a endoleak. According to the IFU (instructions for use), the proximal and the distal ends of the device should be landed in parallel aortic neck segments without acute angulation (> 45 degrees) to ensure fixation and seal. Furthermore, according to device diameter sizing guidelines, intended aortic vessel diameter of 28-30 mm should be treated with device diameter of 32-34mm. Inadequate sizing increases risks of graft complications, migration and endoleak. It is noted that zta devices are used for treatment of contained rupture, which is outside of intended use for this type pf device. This assessed not to be related to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 02may2025, states that endoleak type 1a was removed from the 6 month follow up form.